Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post filter deployment, snare was used to retrieve the filter which failed as there was an occluded cava at the midpoint of the filter interrogation with the snare showed that the apex was embedded. The inferior vena cava filter was removed using rigid endobronchial forceps. The filter was removed intact. After three months, patient was planned for an inferior vena cava filter placement but due to total occlusion of inferior vena cava the procedure was terminated. Therefore, the investigation is confirmed for retrieval difficulties and occlusion of the ivc filter. However, the investigation is inconclusive for filter tilt. Per medical records, attempts were made to engage the apex of the filter using snare but were unsuccessful due to occluded cava at the midpoint of the filter and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and occluded. The device was removed percutaneously. It was further reported that the patient suffered pain due to the occlusion of filter and filter was removed during difficult removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post filter deployment, patient presented for filter retrieval. A l0 fr sheath was introduced into the inferior vena cava just above the filter over a bentson wire. Over the wire, a 7fr 55cm sheath was placed inside the first sheath. Through the sheath, a 15mm snare was used in failed attempts to remove the filter. Through the sheath, the ivc filter was removed using rigid endobronchial forceps. The filter was removed intact. Initial cavagram showed an occluded cava at the midpoint of the filter. Interrogation with the snare showed that the apex was embedded. Therefore, standard techniques for ivc filter removal failed. Hence, the filter was removed using forceps. Successfully difficult removal of a denali filter from an occluded cava was done. The filter was removed intact. Therefore, the investigation is confirmed for retrieval difficulties and occlusion of the ivc filter. However, the investigation is inconclusive for filter tilt. Per medical records, attempts were made to engage the apex of the filter using snare but were unsuccessful due to occluded cava at the midpoint of the filter and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter occluded, tilted and embedded in wall of the ivc. The device was removed percutaneously. It was further reported that the patient suffered pain due to the occlusion of filter and filter was removed during difficult removal procedure. The current status of the patient is unknown.